Event description:
The patient reported a lack of effect since implant, so increased stimulation. She was only at 0.6 and would continue to increase and make an appointment with her healthcare provider (hcp) if she does not start to notice improvement. The patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. Additional information received from the patient reported that they had notified their managing physician about their lack of therapy. It was stated that it didn¿t work, and no one would help program for results. The patient had made phone calls to the doctor and the manufacturer. The lack of therapy hadn¿t been resolved. It was further reported the patient wasn¿t having any luck with the device. The patient had increased stimulation and tried a different program a week ago. They had only tried 2 programs. It was noted the patient was feeling stimulation, so they opted to change programs instead of increasing on their current program. The patient changed to program 3 and adjusted stimulation to a comfortable level. It was noted they would ¿fall asleep and pee herself.¿

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14dxt, implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported she was not having any luck with ¿this thing¿ and had a couple of reprogramming session at the healthcare professional¿s (hcp) office. The patient stated the problem is mainly at night when she was sleeping; she did not wake up and had to use a diaper or two. The patient increased the setting at night, per the suggestion of a friend, however she did not notice any improvement. The patient stated stimulation was off for about one month and said it was better without having it on. When the patient turned it on, it could make her dribble, during the day. The patient stated that at one of her appointments she was told that the records indicate the stimulation was actually on. The patient stated that x-rays were taken and they were told that the placement could be better; however it appeared to be reaching the sacral nerve. The patient noted her last appointment was 3-4 months ago. The patient stated the location of the symptoms were the vaginal area. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient had made several calls to their managing physician but had no appointment. It was noted that the device had not worked, and there was limited help in trying different programs. The patient was unsure what to do. It was noted they had called the manufacturer, and they helped them change the setting, but it was still not working. The patient stated that no one calls back. Their lack of effect hadn't been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating that the device was put in well over a year ago and it really never worked. The patient had gone back to their hcp many times and had gone through all the channels and felt stim on all of them and noted it was inconvenient to go back to their hcp. The hcp had the patient do some tests and x-rays and thought there are 2 leads not connected or not connected properly. The patient stated they thought the hcp was referring to electrodes not connected properly. The patient wanted to know if it was not put in correctly and their hcp wanted them to come back and have another surgery. The patient inquired if the device was supposed to help with weakened bladder; like when coughing, sneezing, or laughing too hard and the bladder leaks or going to the bathroom a lot. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.